Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was inserted to the patient in the operation room on (B)(6) 2022. On (B)(6), the foley catheter fell out in the ward. Only 1 cc of water was collected from the fallen balloon, although the urologist injected 10cc of water upon placement.

Event description:
It was reported that the foley catheter was inserted to the patient in the operation room on (B)(6) 2022. On (B)(6) the foley catheter fell out in the ward. Only 1 cc of water was collected from the fallen balloon, although the urologist injected 10cc of water upon placement.

Manufacturer narrative:
The reported event was confirmed, use-related. The 3-way latex foley catheter was returned without the original packaging. No visual defects were noted on the catheter or balloon. The balloon was inflated with 50cc di water using a syringe, the balloon inflated concentrically with no issues, and no leaks were noted. The catheter was left undisturbed for approximately five minutes and still no leaks were noted. The balloon was successfully deflated with no issues. The device would pass functional leak testing. As the customer reported inflating the 30/50cc balloon with only 10cc sterile water, this event will be confirmed use-related. The root cause for this event would be, "user oversight, user did not follow procedure". The device was used for treatment purposes. The device history record review was not required as the event was confirmed use-related. The instructions for use were found adequate and state the following: "insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." The actual/suspected device was inspected.